Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported the patient has a cerebrospinal fluid (csf) leak presenting without normal symptoms. The physician believed the (csf) to be leaking "around the catheter." A dye study and x-ray were performed. An explant was planned for (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported the patient experienced fluid collection at the back incision and pump pocket. The cause of the event was ¿dural leak most likely.¿ the pump and catheter were removed. The patient outcome was no injury. The patient was doing good. The plan was to replace the pump and catheter in the future when the patient was healed. The pump was delivering fentanyl.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter segment 8784 revealed no anomaly found. Analysis of catheter segment 8782 revealed no significant anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.